Manufacturer narrative:
Since the initial report was filed, the investigation into the presumed hemolysis and access site bleed has concluded. The medical center in switzerland returned the pump product as well as data logs, and an investigation was performed. The cause of the access site bleed and vascular damage was poor technique at initial insertion and when placing the repositioning sheath. The pump was run through benchtop hemolysis testing and was found have ingested biomaterial that caused the hemolysis.

Manufacturer narrative:
The investigation into the presumed hemolysis and access site bleeding is on-going at this time. The data logs have been returned for analysis, but no impella pump product has as of yet been returned. Upon completion of the investigation, a final report will be filed.

Event description:
The (B)(6) medical team had placed an impella cp for an ami/cgs patient at a community hospital. They then transferred the patient for care escalation to a tertiary center. The support was ended due to hemolysis concerns on the second day of support, at the tertiary center. When the impella cp was explanted there was biomaterial/clot observed adhered to the pump. At the access site at the first medical center the arteriotomy was in a poor position, as it was noted to be high, and this prompted vascular repair and many units of rbcs to be infused. The blood loss had lead to a diagnosis of hemorrhagic shock. The patient survived these adverse events.